Event description:
It was reported to philips that the device error log shows a therapy pca failure and error message during self-test. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.